Event description:
It was reported that the patient connector of the minicap transfer set separated from a non-baxter titanium adapter. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Visual inspection, leak testing, clear passage testing, and clamp function testing were performed on the device with no issues noted. The integrity of the seal surface was tested and no leaks were found. The inside diameter of the patient connector was measured and found to be below nominal. Therefore, initial evaluation confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received but evaluation has not yet begun. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause was determined to be a manufacturing issue. Improvements were made to the mold and molding department procedures to address this issue. A follow-up report will be filed if any additional relevant information becomes available.